Manufacturer narrative:
(B)(4). The product has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the customer: it was reported that clots were detected on the arterial side on the hmod 30000 during patient treatment. No harm to the patient was reported. The oxygenator was not exchanged but replacement has been arranged. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The product was requested for return to the manufacturer for laboratory investigation. The oxygenator was investigated in the manufacturer laboratory on (B)(6)2018. A quadrox-ID pediatric was sent back. Oxygenator was contaminated. A visual inspection was performed. There were no clots visible. No further abnormalities could be detected. Thus, the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference:(B)(4).